Event description:
It was reported to boston scientific corporation that after placement of a corflo cubby low profile gastrostomy device, the balloon ruptured. At the conclusion of the procedure, the patient's condition was reported to be "good". Additional details regarding the event were not ascertainable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.